Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was able to duplicate the reported heat and noted that there was corrosion in the front end of the device.